Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for a fall of unknown origins. Possible ventricular oversensing was observed on the right ventricular (rv) lead. The lead is programmed to unipolar sensing. The lead remains in use. No patient complications reported for this event.